Event description:
Event description cpi received information that during generator replacement this bipolar lead was capped and abandoned due to noise noted in sinus. It was replaced with a model 12 lead.